Event description:
The customer reported that the device had a pin broken off inside the therapy connector. In the reported condition, the device would likely not have the ability to connect to another therapy cable assembly to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy connector assembly at the failure analysis center found that a pin from a therapy cable broke off inside the mating pin (1) connector. The customer did not return the therapy cable to physio-control for analysis. Additional follow up with the customer found that the customer had already replaced the therapy cable from the already available facility supplies.